Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal, damaged remote dose connector, scratched lens, damaged ac connector. Functional testing confirmed the complaint. Primary problem with defective pwa. The cause was a damaged dso seal. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso seal, remote dose connector, lens, ac connector, pwa.

Event description:
It was reported that "the membrane is perforated". There was unknown patient involvement and unknown patient harm/adverse event reported. No further information is available.